Event description:
It was reported that the pump touch screen did not register the patient¿s input at the number 7 during code entry, while the display showed no visible damage and another individual could enter the number, and education was provided on finger placement, calluses affecting capacitive touch, and use of a conductive stylus. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no clinical impact. Investigation included troubleshooting and user education. Investigation of this case revealed user-interface sensitivity consistent with capacitive touch recognition variability without evidence of hardware damage or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with a capacitive touch interface.

Manufacturer narrative:
Initial.